Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed the reported error message due to a probe wipe assembly failure. The fse replaced the probe wipe assembly to resolve the probe wipe obstructed error messages. However, a probe wipe assembly failure is not likely to impact results as the probe wipe obstructed errors will stop the instrument from processing samples. The fse also reviewed the latron control file and replaced the radiofrequency (rf) preamplifier to resolve the latron conductivity issue. Results: probe wipe assembly. (B)(4).

Event description:
The customer reported that the coulter lh 780 hematology analyzer generated a probe wipe obstructed error and stated that latron conductivity results were out of specifications. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.